Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functions properly. No blank display or display anomaly noted. No damage inside the insulin pump noted. All operating currents were normal. Unit passed the test. No unexpected restart noted. Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case near reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injection. The customer also reported that she experienced blank display on the insulin pump screen. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.